Event description:
It was reported that when the patient presented in the hospital for a device upgrade, an alert for high, out of range, high voltage lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.